Event description:
On 11/13/2007, the company became aware of a possible device malfunction when the electronic history file from the device of a previous complaint was received and evaluated. The evaluation determined that during the rescue, the unit advised a shock, reported a service code message and shut down. It is reported that the patient did not survive.

Manufacturer narrative:
Evaluation: the electronic history file from the actual device involved in the incident was evaluated, the actual device was not returned. Based on the electronic history file evaluation, the software incorrectly cleared a low battery warning. Also, service/maintenance of the device was not followed according to the manufacturer's recommendations.